Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the pump was in room temperature. The user's blood glucose (bg) level was 306 mg/dl. The bg level was addressed with a manual injection. It was confirmed that the user had an alternate method of insulin delivery.